Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon had difficulty inserting the 5mm trocar in the pt. The surgeon rearmed the trocar several times and it still did not go through the peritoneum. Another trocar was opened and the case was completed. There was no consequence to the pt.